Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
One opened and used reservoir was evaluated and the reservoir, snap cap and septum were inspected for anomalies. None were found. The occlusion test was run and the reservoir was not occluded.

Event description:
Customer reported having issues with priming his infusion set. Insulin does not exit the tubing when manually pushed with a plunger. Customer's blood glucose was 339 mg/dl, but it dropped to 225 mg/dl after he treated with an insulin pen. Customer tried a new reservoir with the current infusion set and the issue was resolved. Customer is sending back the faulty reservoir for analysis. Nothing further reported.